Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced artificial urinary sphincter (aus) pressure regulating balloon (prb) migration, as it was identified by the physician. After the finding, the existing prb was removed and replaced with a new component. No additional patient complications were reported.